Event description:
The customer reported that the system displayed an intermittent security switch error with the hand switch. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the hand switch assembly and the receptacle cable assembly. The system was tested and found to be working as intended and put back in service.